Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of homechoice automated pd set with cassette leaked. This was described as upon awakening, the home patient noticed fluid leakage. This was further described as a "cut was seen in the area near the patient's connection line on both cassettes". This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, two (2) photographs and (2) videos of the samples were provided for evaluation. One video was reviewed and showed a leak from the patient line tubing located at the cassette¿s port. The reported leak was verified. The cause of the condition could not be determined. The second video was reviewed and showed a surface mark on the patient line tubing located at the cassette's port through an over pouch. The surface mark is greater than 0.60 mm2 in length in the patient line tubing. The scuff marks (damage) are a known manufacturing issue and caused by tubing grippers during automation assembly. Due to a video only, the sample analysis was unable to confirm nor refute the reported problem of leak for the second sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.